Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.1, reference: 1.75, mean: 2.43, confidence limits: 1.6-3.4. Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 3.2, mean: 2.35, sd: 1.20, %cv: 51.15. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. However, repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Per general description of complaint, customer used venous blood sample for inratio testing, which is considered off-label use because inratio products are designed to use whole capillary blood from finger stick only. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #243934. For each pair of replicates for each sample of strip lot #243934, mean and standard deviations were calculated. (B)(4). Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.1, lab: 1.75. Caller also alleged imprecision with inratio meter. Results as follows: date: ng, inratio: 1.5, 3.2. Pt's therapeutic range: 2.3-2.5 inr.